Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when they went to the airport, they turned stim off to go through security, and when they went to turn stim back off, it was already on. Programmer (pp) button use was reviewed, and the patient confirmed that they were using the pp correctly, and they did not push the ¿stim on¿ button. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that she hasn't been in that situation again and that the root cause was unknown of the event was unknown. No further complications were reported.